Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the data monitor is dark and the system does not start. Review of the log file showed that host-pc did not startup in the previous system start. Upon troubleshooting, fse did cold restart which did not improve the problem then fse turned on the host pc in the machine room m cabinet. Fse recommended to replace pc if issue reoccurs. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device's host computer was not booting. The system use at the time of event was in clinical use. There was no harm reported. Philips has started an investigation of this complaint.